Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however, it was reported that the patient was under the age of 18. Reported event of stent partially deployed. Reported issue of stent deployment suture broken. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that an ultraflex¿ esophageal ng stent was used to treat a tumor in the gastroesophageal junction during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to stent placement. According to the complainant, during the procedure and while deploying the stent, the deployment suture broke and the stent was only partially deployed. The ultraflex¿ esophageal ng stent was removed from the patient partially deployed and the procedure was not completed because the same device was not available. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
An ultraflex¿ esophageal ng stent and delivery system was returned for analysis. The device was received with the stent partially deployed. Visual evaluation found the device shaft was bent and the deployment suture was broken. During functional analysis, it was not possible to deploy the stent normally. However, it was possible to manually deploy the stent by pulling directly on the deployment suture. No other issues were identified during the product analysis. The damages noted with the device during analysis are consistent with the application of excessive force and are most probably due to anatomical or procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause for this complaint is operational context. A search of the complaint database confirmed that no other similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that an ultraflex¿ esophageal ng stent was used to treat a tumor in the gastroesophageal junction during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to stent placement. According to the complainant, during the procedure and while deploying the stent, the deployment suture broke and the stent was only partially deployed. The ultraflex¿ esophageal ng stent was removed from the patient partially deployed and the procedure was not completed because the same device was not available. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.